Manufacturer narrative:
Device lot number, or serial number, unavailable. UDI not available for this system at time of filing. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy. It was reported that intra-operatively, the precision aiming device (pad) did not fully lock. The site used another tray with a different pad for the case. The procedure was completed using the navigation system. There was no reported impact to patient outcome or surgical delay.